Manufacturer narrative:
H.6. Investigation summary: DHR: according to the DHR review process; the result showed there were no issues reported like assembly difficult (old type lids) during the manufacturing process of the lot number reported under this customer complaint. Based on the samples, the following observations were made: it was confirmed the product lot number printed in the label attached to the base was manufactured by flex it was confirmed that lid was not manufactured by flex. It was confirmed that was the product was mixed with a lid no manufactured by flex. It was confirmed that the lid not manufactured by flex, has a different design. According to samples received from customer about this issue, it was confirmed the differences between both type of lids. Conclusion based on this investigation and information provided from customer it was confirmed that this issue isn¿t related to manufacturing process because the root cause was a product mixed with a lid not manufactured by flex, due to this confirmation no additional actions are needed. H3 other text : see section h.10

Event description:
It was reported that the incorrect lid was delivered with the bd¿ nestable sharps collector and wouldn't fit on it before use. The following information was provided by the initial reporter, translated from japanese to english: "old type lid was delivered and customer couldn't assemble with the collector."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the incorrect lid was delivered with the bd¿ nestable sharps collector and wouldn't fit on it before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "old type lid was delivered and customer couldn't assemble with the collector."